Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A physician reported that on the first postoperative day following an intraocular lens (iol) implant procedure, the patient developed endophthalmitis. Additional information was provided by the surgeon, who indicated that the patient developed moderate hyperemia, corneal edema, anterior chamber cells, anterior chamber flare, severe fibrin and posterior synechia observed on the first and third postoperative day. The patient developed a hypopyon on the third postoperative day. There was no bacteriological testing performed. The patient was treated with steroids and antibiotics. An anterior chamber washout was performed on the first and second postoperative day. A vitrectomy was performed on the first postoperative day. The outcome after the surgical treatment was reported as exacerbation after improvement. The clinical judgment of the event was reported as infectious, the progress from onset to endophthalmitis was very quick. The surgeon reported that the event was considered to be caused by bacterial infection. Additional information was provided by the physician, who reported the bacteriological testing result: positive (enterococcus p.) From eye discharge. A pars plana vitrectomy and an anterior chamber irrigation were performed on the 2nd postoperative day. The patient's condition cannot be followed up any longer as the patient is at another hospital.

Manufacturer narrative:
A dvd was provided. The initial surgery is shown. The cataract is removed. The lens is shown being loaded into a cartridge. The lens is loaded and advanced with what appear to be loading forceps. The lens is delivered with no abnormalities observed. The lens is positioned and the video ends. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The provided video of the implant surgery was reviewed. The lens was implanted with no abnormalities observed. (B)(4).

Event description:
Additional information was provided by the physician, who reported that the endophthalmitis was caused by the patient's resident microbes.